Event description:
It was reported that the 9800 system had a voltage fault error and would not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call.